Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager assistant reported that the arterial segment of the combi set detached from the base connection during the rinse back procedure. Upon follow up, the clinic manager confirmed that the blood leak occurred at the end of the patient¿s treatment, during the rinse back portion of treatment. There were no machine alarms, and confirmed there were no loose connections, defect or damage reported to the bloodlines. The arterial section of the bloodlines detached and confirmed the estimated blood loss to the patient was 100 ml. There was no patient injury, adverse event, or medical intervention as a result of this issue. The patient had already completed treatment on the original machine with original supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was closely inspected and was found a separation between main line and saline connector t, at arterial line. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.